Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 75% stenosed, moderately tortuous, and heavily calcified lesion in the proximal left anterior descending artery. Following pre-dilatation, the 2.75x28mm xience alpine stent delivery system (sds) was advanced, but failed to cross due to anatomy. The sds was removed from the anatomy and the lesion was dilated again. The sds was reinserted and was advanced to the lesion with support from a guide extension. The balloon was pressurized, but pressure was lost around 4 atmospheres. An attempt was made to remove the sds, but as the edges of the stent were slightly expanded, the stent came in contact with the distal end of the guide extension and the sds could not be pulled into the guide extension. Both the sds and the guide extension were pulled into the guide catheter and were removed as a single unit. Outside the patient, the shaft of the xience alpine was cut in order to remove it from the guide extension. The procedure was successfully completed with the same guide extension and a new xience alpine sds. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported material (balloon) rupture was not confirmed; however there was a tear in the outer member. The reported physical resistance was unable to be replicated in a testing environment as it was based on operational circumstances. The reported partial stent deployment and difficult to remove could not be tested due to the condition of the returned device. It should be noted that the xience alpine, instructions for use states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the sds interacted with the moderately tortuous and heavily calcified lesion of the artery resulting in the reported physical resistance. Additional manipulation of the device during advancement possibly resulted in the noted kinked skive and subsequent outer member tear at the kinked location. The outer member tear likely contributed to the reported partial stent deployment in which the partially deployed stent interacted with the guide catheter extension during removal resulting in the reported resistance. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.